Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 2.8ml of insulin. Customer's blood glucose was 107 mg/dl. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer's blood glucose was 107 mg/dl. Reportedly, customer continued to use pump for insulin therapy.